Event description:
Caller reported a cartridge alarm 20, but there was no adverse impact to the customer¿s blood glucose level. Tandem technical support confirmed that the caller experienced cartridge alarms with consecutive cartridges and decided to replace the pump. The customer was informed about using a backup insulin pump to ensure continuous insulin delivery and was given instructions for returning the problematic pump. A replacement pump was sent to the caller, and all necessary details and steps were communicated and acknowledged by the customer.